Event description:
During review of the pump's alarm log, baxter personnel discovered a flo-gard infusion pump with failure code 3, which is a downstream occlusion alarm. Furthermore, baxter personnel discovered this device's door handle was cracked, indicating a false occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Event description:
During initial assessment, an increased intraperitoneal volume (iipv) situation was identified which occurred on date (B)(4) 2010 during drain cycle 4. The ultrafiltration (uf) volume was 2380 ml. The programmed fill volume was 2200ml. This event meets overfill criteria. On (B)(6) 2010, product surveillance contacted the nurse and provided the results of evaluation and the probable cause identified. The nurse indicated that the patient was doing well on the new cycler. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device evaluated and was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. The device functioned normally during testing. The cause of the iipv found in the device logs was determined to be: insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).